Event description:
Customer reported an error condition of "diff lyse temperature out of range" was generated by the coulter lh 500 hematology analyzer in their laboratory. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The fse identified the error condition reported by the customer and another error condition of r (review results) flags for results for the abnormal 2 quality control sample. The fse identified a leak of approximately 3ml of cleaner reagent within the analyzer. The leak had occurred during the shutdown process of the analyzer. The operator was wearing personal protective equipment of gloves, protective eyewear, and lab coat when the leak was discovered. There was no biohazard exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On 10/09/2014, a beckman coulter field service engineer (fse) evaluated the analyzer and confirmed the leak from a pinhole in the black I-beam tubing at pv37. The fse replaced the tubing resolving the leak. The fse found the leak from pv37 sprayed on the peltier controller card causing the lyse temperature errors, which alerted the operator to an issue with the analyzer. The fse was able to dry and clean the male and female pins on the card resolving the "temperature out of range" errors. While onsite, the fse found the diff pak erythrolyse and stabilise pump volumes were incorrect. The fse adjusted the pump volumes resolving the r (review result) flags on the results of the abnormal 2 quality control. (B)(4).